Manufacturer narrative:
The lens was not received for analysis. Prior to release to market the iol met all manufacturing specifications. We are unable to identify a definitive cause for this event. All information currently available is included in this report. A supplemental MDR will be filed as necessary if additional reportable information becomes available. Lens not received.

Event description:
It was reported that as the intraocular lens (iol) was being implanted the trailing haptic bent. The implanted lens was cut to remove from the patient's eye and an alternate lens implanted. It could not be confirmed if the incision was enlarged to remove the lens. At 3 days post operative the patient's visual acuity was good.